Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed inaccurately high results compared to a ¿panel test¿ result. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter was reading inaccurately at 6am on (B)(6) 2018, when he obtained an alleged inaccurately high blood glucose result of 124 mg/dl compared to an unknown result from a panel test, performed within an hour of each other. The patient manages his diabetes with oral medication, diet and/or exercise. He reported that ¿right away¿ from the start of the alleged issue, he developed symptoms of ¿dizzy and disoriented¿. He denied receiving any treatment for his symptoms above or beyond the normal routine of diabetes care and management. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips. Education on the purpose of control solution was provided by the cca. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Dizzy and disoriented, after obtaining an alleged inaccurately high result on the subject meter.